Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse identified that the host pc was defective. The fse replaced the host pc, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It has been reported to philips that the system would not turn on. The device was outside of clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the host pc which returned the device to use in good working order.